Event description:
It was reported that the patient's ipg was inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.